Manufacturer narrative:
Product analysis summary: deformation was evident to the dislodged stent with the struts stretched and bunched. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen could not be verified with a mandrel most likely due to hardened blood in the guidewire lumen. Deformation was evident to the distal tip. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a severely calcified lesion exhibiting 90% stenosis located in the distal lad. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was used during delivery of the devices. The lesion was pre-dilated using a 2.5x12mm balloon. It was reported that the first stent (rsint22518x) failed to cross the lesion, therefore an attempt was made to use a second stent (rsint25026x), however it also failed to cross the lesion. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. The rsint22518x returned with the stent off the delivery system. It was reported that the stent did not fall off the delivery system during the procedure, when the device was in the patient. The stent came off the delivery system after the device was removed from the patient. Device analysis for rsint25026x has shown stent deformation with struts bunched.

Manufacturer narrative:
Correction to regulatory report # 9612164-2019-00338 the aware date submitted was the 06 november 2018. The correct aware date is the 22 january 2019. If information is provided in the future, a supplemental report will be issued.